Event description:
Pt was being fed using a pump. The extension tubing connecting the pump to the pt's indwelling feeding tube became separated causing the feeding solution to be pumped into the pt's bed. Pt's blood sugar dropped to 39. Parents administered 10% dextrose solution. Twenty mins later, the pt's blood sugar was rechecked at 79. There was no illness, injury or medical intervention resulting from the event. One pt involved.